Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronically high impedance, variable thresholds and oversensing in bipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.